Event description:
Reporter alleged the lancet needle from the softclix plus lancet system used in finger-stick blood glucose testing would not retract after use. The location of the alleged incident was not provided. As a result, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. Softclix plus system: catalog # 04628349001.

Manufacturer narrative:
The suspect product is the softclix plus lancet.